Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(4). A failure analysis of the complaint device cannot be completed as product remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient was implanted with a symfony intraocular lens (iol), but she developed blurry near vision. Distance visual acuity was great, but the patient has poor intermediate/near visual acuity. J10 is the best that she had ever measured. The patient did not have cataracts pre-op, the initial procedure was a clear lens exchange (clear lens extraction). A yttrium-aluminum garnet (yag) capsulotomy was conducted and dry eye treated. Follow-up confirmed the yag capsulotomy was done following surgery due to a posterior capsule opacification that was treated with a laser. The customer thought this would solve the difficulty with the patient¿s near vision and thus felt this was the best treatment for her at the time. Unfortunately, it didn¿t help and the iol could no longer be explanted. The patient has dry eye which they try to treat to also see if this was why the patient didn¿t achieve good near/intermediate vision from the symfony iol. Unfortunately, this did not resolve her symptoms either. Nevertheless, the patient has great distance vision post-op. The goal was to reduce the patient¿s dependence on readers but this did not happen. Pre-operative uncorrected visual acuity 20/300 j1. Visual acuity post-operative 20/20 j10. No other information was provided.